Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the plaintiff experienced urethral diverticulum, cystocele and mesh complications.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced incontinence, frequency, pain, discomfort and pain during intimacy. Furthermore, it was reported that the plaintiff died. No cause of death was reported.